Event description:
Per the clinic, the patient developed a skin infection at the implant site around (B)(6) 2022 and subsequently was treated with oral antibiotics for 3 months (date not reported), however, the issue did not resolve. The patient underwent two skin revision surgeries for wound incision and debridement, the first on (B)(6) 2022 and the second on (B)(6) 2022. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on october 18, 2022.

Manufacturer narrative:
Per the clinic, previously reported skin infection has been progressed to extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2022. There are no plans to re-implant the patient with another cochlear device as of the date of this report. This report is submitted on december 2, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 28, 2022.